Manufacturer narrative:
This part is not approved for use in the us, however, a like device with part# 1606000500, 510k# k113174 and (B)(4) is available for sale in the market. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-op diagnosis:unsuccessful bone union due to pseudarthrosis procedure: posterior spinal fusion levels implanted: t10-s1 it was reported that on unknown date, post-op, rod breakage was reported. As a result, patient suffered with low back pain. Rod replacement was conducted and rod was added using connectors on only the right side.